Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had leak anomaly. Customer advised they experienced reservoir leaks with three infusion sets. Customer advised they threw away the reservoir and reservoir will not be returned for analysis.